Manufacturer narrative:
The event occurred in USA during treatment. It was initially reported that the arterial pressure, p-art, was disconnected. Subsequently, it was clarified that the p-art was working but the arterial temperature, t-art was not reading values. The cardiohelp was displaying an alarm ¿t-art sensor disconnected¿. The t-art was working later during treatment. The cardiohelp was exchanged and the failure was resolved. No harm to any person has been reported. The device caused the complaint and was not able to work as per factory¿s specifications. As the cardiohelp was exchanged, a report is required. A getinge technician was sent for investigation on 5-13-2026. The technician tested the cardiohelp multiple times over multiple days. The failure could not be replicated. The technician confirmed that there were no visible damage to the hls cable and the sensor panel. No parts was replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The hls set will be further investigated in complaint # (B)(4). Mfg report number: 8010762-2026-0000167. The log files of the reported cardiohelp device were reviewed and ¿tart sensor disconnected¿ could be confirmed on the date of event. As the failure could not be replicated during the repair, an exact root cause could not be determined. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong temperature information: disturbed (emi) sensor measurement. - environmental influences (atmospheric pressure, temperature, humidity, overvoltage). - response time is too long. No temperature measurement: sensor defective. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Further, in case of a failing arterial/venous temperature sensor an external sensor can be connected (instruction for use of the cardiohelp (IFU), chapter "connecting external temperature sensors"). According to the IFU, chapter "messages", if the measured values are above high limit or below low limit of the set limits and if the sensor is defective the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2026-05-19 for the period of 2021-09-20 to 2026-05-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-09-20. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "t-art not reading values and sensor disconnected" could be confirmed in the logfiles but could not be replicated. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in USA during treatment. It was initially reported that the arterial pressure, p-art, was disconnected. Subsequently, it was clarified that the p-art was working but the arterial temperature, t-art was not reading values. The cardiohelp was displaying an alarm ¿t-art sensor disconnected¿. The t-art was working later during treatment. The cardiohelp was exchanged and the failure was resolved. No harm to any person has been reported. As the cardiohelp was exchanged, a report is required. Complaint ID (B)(4).